Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, measured data revealed >2500 ohms impedance. Measured battery data was 2.76v, 18ua, 1 kohms. The physician opened the pocket and performed a lead tug test which revealed a tight connection. The ventricular lead tested normal via analyzer, so the physician replaced the pulse generator.